Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulty encountered deploying the thumb advancer and the exchange sheath splitting issues were confirmed as indicated by flex-guide shaft carving that was detected originating at the proximal-end of the flex-guide, indicating the contact between the flex-guide and delivery tubeset occurred during initial plunger deployment, and continued distally to the termination point of the exchange sheath split location. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met and deployment could not be completed. In accordance with the instructions for use, the safety release was activated, which released the device from the patient anatomy. A non-abbott mechanical compression assist device was used to achieve hemostasis. After the device was removed it was noticed that the exchange sheath material had shredded. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.